Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2019-10275, 1627487-2019-10276. It was reported that the patient was experiencing ineffective therapy due to low impedances. Reprogramming was unable to recapture effective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced to resolve the issue.